Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during a 3cg PICC solo catheterization procedure, resistance was encountered while retrieving the stylet. After retrieval, the front end of the stylet was found to have frayed, with only a small section of the tip still connected to the rear end. No further information was provided.